Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited oversensing. X-ray revealed that the lead was dislodged. The patient's pulse generator was reprogrammed to vvi mode and sensing to 3 mv. The patient would be referred to a cardiologist for further assessment.